Manufacturer narrative:
Follow-up received on 18-oct-2016. Quality safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device removal failed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced cramping to her pelvis, excruciating pains and heavy bleedings, clotting. She was forced to undergo a surgery to remove the essure coils but only one of the coils could be removed because the other had migrated from the fallopian tube and could not be located. The events are anticipated in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes, also pelvic pain may occur. In this particular case, the events started after essure insertion. Even though the device migration could alternatively explain the pain, considering the temporal relationship and the events' nature, a causal relationship between cramping to her pelvis, excruciating pains and heavy bleedings, clotting and essure cannot be excluded. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity. In this particular case, it was described that only one of the coils could be removed, because the other had migrated from the fallopian tube and could not be located. Considering the information received for this case and the nature of device migration/dislocation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping to her pelvis"), pregnancy with contraceptive device ("pregnancy with complication"), complication of pregnancy ("pregnancy with complication"), pain ("excruciating pains"), genital haemorrhage ("heavy bleeding, clotting") and device dislocation ("only one coild could be removed because the other had migrated from the fallopian tube and could not be located") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with complication" and device difficult to use "only one coild could be removed because the other had migrated from the fallopian tube and could not be located". The patient's past medical history included smoker ('a pack of cigarettes a day), gravida ii and parity 2 ((B)(6) 2015, (B)(6) 2016). Concomitant products included medroxyprogesterone (depo provera), meloxicam (mobic) from 2010 to 2014, naproxen sodium/sumatriptan succinate (treximet) from 2010 to 2012, topiramate (topamax) from 2010 to 2012 and vicodin (lortab) from 2010 to 2014. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("painful migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), complication of pregnancy (seriousness criterion medically significant), pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("cramping to her abdomen"), muscle spasms ("cramping to other parts of her body"), abdominal distension ("severe abdominal swelling"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), vulvovaginal pain ("vaginal pain"), urinary tract infection ("urinary tract infection ") and vaginal infection ("vaginal infection "). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2013; surgical removal of coil) and surgery ((B)(6) 2013; surgical removal of coil). At the time of the report, the pelvic pain, pregnancy with contraceptive device, complication of pregnancy, pain, genital haemorrhage, device dislocation, muscle spasms, abdominal distension, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, headache, vulvovaginal pain, urinary tract infection and vaginal infection outcome was unknown and the abdominal pain and migraine had resolved. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, complication of pregnancy, cystitis, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pain, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: severe squamous dysplasia hysterosalpingogram - on (B)(6) 2010: essure in place without evidence of patent tubes; on (B)(6) 2014: total bilateral occlusion. Smear cervix - on an unknown date: ascus with positive hpv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received. Reporter's information updated. Concomitant condition, historical condition were added. Added event urinary tract infection, vaginal infection. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping to her pelvis"), pregnancy with contraceptive device ("pregnancy with complication"), complication of pregnancy ("pregnancy with complication"), pain ("excruciating pains"), genital haemorrhage ("heavy bleeding, clotting") and device dislocation ("only one could be removed because the other had migrated from the fallopian tube and could not be located") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with complication" and device difficult to use "only one could be removed because the other had migrated from the fallopian tube and could not be located". In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("painful migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), complication of pregnancy (seriousness criterion medically significant), pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("cramping to her abdomen"), muscle spasms ("cramping to other parts of her body"), abdominal distension ("severe abdominal swelling"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (B)(6) 2013; surgical removal of coil and surgery (B)(6) 2013; surgical removal of coil. At the time of the report, the pelvic pain, pregnancy with contraceptive device, complication of pregnancy, pain, genital haemorrhage, device dislocation, muscle spasms, abdominal distension, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, headache and vulvovaginal pain outcome was unknown and the abdominal pain and migraine had resolved. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, complication of pregnancy, cystitis, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pain, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device removal failed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received:the event abnormal vaginal bleeding, menorrhagia, bladder infection, headaches, vaginal pain,pregnancy with complication added, reporter added,event outcome added,lab data added. ¿essure legal manufacture has changed from bayer healthcare, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only." Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Sometime following the procedure she began suffering from heavy bleeding, clotting, excruciating pains and cramping to her abdomen, pelvis, and other parts of her body, severe abdominal swelling, painful migraines, painful intercourse, and more. In (B)(6) 2012, she was forced to undergo a surgery to remove the essure coils. Upon information and belief, only one of the coils could be removed because the other had migrated from the fallopian tube and could not be located. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced cramping to her pelvis, excruciating pains and heavy bleedings, clotting. She was forced to undergo a surgery to remove the essure coils but only one of the coils could be removed because the other had migrated from the fallopian tube and could not be located. The events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic or uncharacterized pain may occur. In this particular case, the events started after essure insertion. Even though the device migration could alternatively explain the pain, considering the temporal relationship and the events' nature, a causal relationship between cramping to her pelvis, excruciating pains and heavy bleedings, clotting and essure cannot be excluded. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity. In this particular case, it was described that only one of the coils could be removed, because the other had migrated from the fallopian tube and could not be located. Considering the information received for this case and the nature of device migration/dislocation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.